Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "check iab catheter" alarm message when augment was set to more than 50%, and the unit failed the safety chamber leak test. The pt was switched to another unit and therapy was continued. No pt injury was reported.